Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving bupivacaine (5 mg/ml at 2.6219 mg/day) and baclofen (500 mcg/ml at 262.19 mcg/day) via an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. On (B)(6) 2016 interrogation of the pump showed that a motor stall occurred; the stall was active and a tube set message was also seen. It was unknown if the patient recently had an MRI. The logs had not been read at the time of the report so the date of the stall was unknown. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.